Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The events of "covid-19" and bell's palsy" are deemed not device related but are considered unexpected adverse drug experiences.

Event description:
Healthcare professional (hcp) reported that a patient was injected in the lips, nasolabial folds, philthrim, marionette lines with 1 ml of juvéderm® ultra xc and 0.5 ml juvéderm® ultra plus xc. Approximately 2 weeks after injections, patient began experiencing symptoms with initially suspected tia (unrelated to the device). Patient saw another provider who suggested it could be bells palsy (unrelated to the device), patient later started exhibiting covid-19 (unrelated to the device) symptoms. Patient developed right facial weakness, right periorbital swelling, right headache, loss of sense of taste. No weakness in extremities. Facial symptoms but not directly correlated to injection sites. Per hcp, event is likely related to bell's palsy. General chemistry, cbc, crp and CT tests completed. Prednisone and valtrex provided as treatment. 2 months after injection, patient continues to experience residual facial weakness, particularly to eye lid and mouth on the right side after finishing a course of anti-viral and a burst and taper of steroid. This is the same event and the same patient reported under MDR ID# 3005113652-2021-00132 (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® ultra xc.